Event description:
Technical services received a call on 8/17 /11 . Caller asking if this lv lead moved. Biv trigger was on. Turned it off and it went down to the lrl. Lv lead had moved earlier and it was turned off. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).